Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator caused a latitude red alert to be declared due to low out of range shock impedances. The right ventricular defibrillation lead is a competitor lead. A chest x-ray was confirmed and revealed a fractured lead coil. The device was reprogrammed to rv-can shock vector. However, due to the low shock impedances and damaged lead, the possibility for a shorted lead condition was present which could lead to internal circuitry damage to the device and thus prevent the device from effectively delivering shock therapy. A competitor lead revision may be performed in the near future. No adverse patient effects were reported.